Event description:
Customer reported set was ballooning during a code. During a code, set infusing 20% dextrose was found ballooned at the pumping segment. It was reported that no IV pushes or flushes were given with the set. Approximately 500-600 mls of the 1 liter bag had been infused. No pt harm due to this event, however it was reported later the pt had died (death was not related to this event). Customer states no further patient/event info is available.

Manufacturer narrative:
(B)(4). The set has been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.